Manufacturer narrative:
Exact date unknown, event occured a month ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and the patient felt overheating in the ipg site in each of the charging sessions. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.